Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited a high shocking lead impedance of 134 ohms. The impedance measurements have gradually increased since it was implanted. Boston scientific technical services provided recommendations for additional testing. The device and lead remain in service. No adverse patient effects were reported.